Event description:
It was reported that the lead was not implanted because the lead "just wouldn't fit." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however lead was stretched and damaged at implant); full lead returned and analyzed.